Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media, the insulin pump had alarmed button error. In the post he mentioned he had called and the device was being replaced. Customer is not returning the device for further analysis.